Event description:
It was reported that during the procedure to treat kidney stones, the fiber did not emit any energy. It was noted that the fiber had been used six times prior to this procedure. The fiber was used with an auriga 30w console. It was not known when the last serviced, or the hertz/joules settings used. It was noted that the aiming beam was visible from the fiber. However, the fiber did not activate when the pedal was pressed on. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Analysis of the returned fiber identified a break in the fiber body and a fracture within the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified the fiber had been received in two pieces, a fiber body break was observed. The fiber tip measured 7mm and appeared degraded. There was no light exiting the connector, indicating that there was a fiber fracture within the connector. Melting and burn marks were observed on the fiber at the location of the fiber body break. The fiber had been used two times. It is probable that the fiber fracture within the connector occurred during procedural handling of the fiber during setup or use. It is probable that the microfracture within the connector became larger during use or handling which can result in an insufficient aiming beam and low to no energy output from the fiber. This could have led to overheating causing the observed fiber break, melting, and burn marks on the fiber. The instructions for use (IFU) states in the event of no energy output fiber connector may be hot to touch. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.